Event description:
This study, pt underwent carotid artery stent implantation and during the procedure, experienced hypoperfusion and post procedure experienced hypotension. This is a male with unk medical history. The target lesion was left internal carotid artery described as bifurcated, mildly calcified and 55% stenotic. An angioguard was inserted, tracked, deployed and retrieved without report of difficulties. One precise stent was implanted without report of difficulties. The target lesion was post-dilated with an unk balloon. During the procedure, blood flow through the target vessel slowed and stopped. Blood around the target lesion was suctioned (60cc) by aspiration catheter and flow returned to normal. An angioguard was retrieved with debris observed within the filter basket. The pt left the angiography suite neurologically intact. Approx 20 hours after the procedure, the pt developed hypotension. Dopamine was administered and he recovered approx 20 days after the index procedure. According to the physician , this was likely due to carotid sinus reflex by stent placement as the stent was slightly over the carotid bifurcation. There were no neurological symptoms and the pt was discharged from the hospital.

Manufacturer narrative:
Note: lake region lot no. 01997583 is cordis lot no. 70508508. Per lake region report: cordis corporation reported no product is expected to be returned to lake region medical for eval; however, a copy of the investigation request including lot traceability was provided. Without the return of the actual device in question for eval, lake region medical is unable to determine the exact cause for this incident. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01997583. This packaging was shipped from lake region medical in 2008. The history records indicated this product was final inspection tested at lake region medical and was determined to be acceptable. Hypoperfusion is a known potential adverse event associated with the carotid stent implantation procedure. It is noted that in usage, during common stent placement, vascular surgeons habitually perform implantation aspiration techniques. The physician wants to avoid having uncaught debris in cerebral perfusion move upstream, causing cerebral infraction. They take advantage of the blockage function of the filter to avoid this event and suction the debris out of the filter. The IFU states, "if the distal perfusion of dye is significantly reduced or no dye is perfusing past the filter basket or guidewire distal marker band, the angioguard emboli capture guidewire may have reached its capacity to contain emboli. If there is a severe reduction in distal dye perfusion, it is recommended to exchange the angioguard emboli capture guidewire for a new one." Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling. Based on the information available, it appears that the difficulty experienced by the customer may have been caused by procedural or lesion characteristics and is not related to a product quality issue as the angioguard performed as intended. Hypotension is a well-known potential adverse event associated with the carotid stent implantation procedure. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. The baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of those baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflating, stent implantation and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. Clinical research has revealed that 40% of pts undergoing cas sustained a reaction secondary to carotid body stimulation during balloon inflation, most commonly short-term hypotension without clinical symptoms, not associated to periprocedural cerebral complications. There is no evidence to suggest there were any manufacturing issues that contributed to the reported event. This is one of two products involved with this adverse event in which associated manufacturer report number is 9616099-2009-01213.